Event description:
It was reported that during a clinic visit, this pacemaker had recorded a lead safety switch (lss) that appeared to have been triggered due to low out of range pace impedance measurements on the right ventricular (rv) lead. It was noted that the rv lead is a non-boston scientific lead. The health care professional (hcp) called and requested technical services (ts) to further review the stored data. Upon review, ts was able to confirm the drop in rv impedances. Further review of the presenting electrogram (egm) showed the pacemaker had exhibited undersensing. Ts recommended further device evaluation to be followed up with the physician. At this time, the device and non-boston scientific rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this pacemaker had recorded a lead safety switch (lss) that appeared to have been triggered due to low out of range pace impedance measurements on the right ventricular (rv) lead. It was noted that the rv lead is a non-boston scientific lead. The health care professional (hcp) called and requested technical services (ts) to further review the stored data. Upon review, ts was able to confirm the drop in rv impedances. Further review of the presenting electrogram (egm) showed the pacemaker had exhibited undersensing. Ts recommended further device evaluation to be followed up with the physician. At this time, the device and non-boston scientific rv lead remain in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that this pacemaker was explanted, and the non-boston scientific right ventricular (rv) lead was capped and surgically abandoned. The pacemaker and non-boston scientific rv lead were successfully replaced with new device and lead. No additional adverse patient effects were reported. Additional information was received that reported that the reason the pacemaker was explanted was due to normal battery depletion and the non-boston scientific rv lead was capped and surgically abandoned due to suspected insulation damage. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a clinic visit, this pacemaker had recorded a lead safety switch (lss) that appeared to have been triggered due to low out of range pace impedance measurements on the right ventricular (rv) lead. It was noted that the rv lead is a non-boston scientific lead. The health care professional (hcp) called and requested technical services (ts) to further review the stored data. Upon review, ts was able to confirm the drop in rv impedances. Further review of the presenting electrogram (egm) showed the pacemaker had exhibited undersensing.ts recommended further device evaluation to be followed up with the physician. At this time, the device and non-boston scientific rv lead remain in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that this pacemaker was explanted, and the non-boston scientific right ventricular (rv) lead was capped and surgically abandoned. The pacemaker and non-boston scientific rv lead were successfully replaced with new device and lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this pacemaker had recorded a lead safety switch (lss) that appeared to have been triggered due to low out of range pace impedance measurements on the right ventricular (rv) lead. It was noted that the rv lead is a non-boston scientific lead. The health care professional (hcp) called and requested technical services (ts) to further review the stored data. Upon review, ts was able to confirm the drop in rv impedances. Further review of the presenting electrogram (egm) showed the pacemaker had exhibited undersensing. Ts recommended further device evaluation to be followed up with the physician. At this time, the device and non-boston scientific rv lead remain in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that this pacemaker was explanted, and the non-boston scientific right ventricular (rv) lead was capped and surgically abandoned. The pacemaker and non-boston scientific rv lead were successfully replaced with new device and lead. No additional adverse patient effects were reported. Additional information was received that reported that the reason the pacemaker was explanted was due to normal battery depletion and the non-boston scientific rv lead was capped and surgically abandoned due to suspected insulation damage. No additional adverse patient effects were reported.